Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus and arrow do not align. Able to select but do not align; about a ¼ inch off. Overlay found out of electrical specification. It was noted the bezel was missing paint. Handle was found broken off and tape found over network port; confirmed function of the network port.

Event description:
It was reported the stylus and/or touchscreen was not working (unable to calibrate). It was noted the stylus would not work on the cancel button. When the xircom card was removed, the stylus would then work on the cancel button. The stylus would also not work on the programmer icon. Another stylus was tried with no success. It was also reported the handle is broken. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 229047 analyzer. (B)(4).